Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 60 mg/dl and blood glucose was 100 mg/dl. Customer reported that when sensor was removed the cannula was bent. The sensor will not be returned for analysis.